Event description:
It was reported that the patient experienced high blood glucose of 400 mg/dl on the first day of infusion set use which was treated with a manual insulin injection on (B)(6) 2026

Manufacturer narrative:
E1:name: (B)(6),country: united states of america,address ¿ line 1: (B)(6).based on the available information, this event is deemed to be a reportable serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.